Event description:
Clinical information: (B)(6) - portico ng approval study, patient site ID: (B)(6) it was reported that on (B)(6) 2022, a 29mm portico ng/navitor valve was successfully implanted in a patient. On (B)(6) 2024, a echocardiogram revealed moderate perivalvular leakage. There was no treatment performed, but the condition will be continue to be monitored.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of moderate perivalvular leakage after 3 days of device implant was reported. Information from field indicated that there was no treatment performed, but the condition will be continue to be monitored. No additional information was provided. Based on the information received, the cause of the reported incident could not be conclusively determined. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the 29mm portico ng/navitor valve was re-sheathed twice during procedure due to being deployed too high and low. All 3 retainer tabs were confirmed to have released during implant. The final non-coronary cusp implant depth was 4.5mm. Post-implant a transthoracic echocardiogram had revealed a mild perivalvular leak (pvl), but no intervention was performed. The moderate pvl was actually confirmed via transthoracic echocardiogram on (B)(6) 2024.